Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was also reported that the customer experienced a blood glucose (bg) level of 360 mg/dl. The customer alleged that the pump was not delivering insulin as intended. It was also reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support.